Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The information of patient is unknown. The patient accepted the v-p surgery on (B)(6) 2015 with (B)(4). No abnormal issue occurred. The patient had a fever after 28 days of operation. CT reported that the patient had ventriculomegaly. The report showed that the cell number was high. The surgery did the expectant treatment but the symptom did not change better. The surgeon did the revision surgery and changed the new programmer on (B)(6) 2015. The patient is under observation in hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. Review of the history device records confirmed the valve product code 82-3832 with lot cpnbg0, conformed to the specifications when released to stock on the 17th january 2014. The review of the sterilization certificate conformed to the specifications when released on the 9th december 2013. No root cause could be determined as the problem reported by the customer could not be confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.